Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, conductive telemetry was lost. Trouble shooting was completed and once the heart rate was high enough, the connection was successful. The lp remained implanted. The patient was stable.